Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is 9 of 11 reports for complaint (B)(4).

Event description:
Patient was implanted with plate and ten screws due to a sternal reconstruction in (B)(6) 2012. The patient came in for a follow up visit due to patient pain. After taking chest x-rays, the surgeon saw that the plate was broken into two pieces by the pin hole at the nail bridge of the plate. The surgeon performed a sternal explant procedure on (B)(6) 2012. The surgeon removed the plate and the ten screws. There was a gap at the manubrium and the surgeon filled the gap with non synthes bone putty product and was able to complete the procedure successfully. This is 9 of 11 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device has been returned and is entering the complaint system.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information: as a result of manufacturing evaluation. Device is not distributed in the united states, but is similar to device marketed in the USA. Based on the length of the screw we suppose that this is the part 04.501.116. The relevant dimensions can not be verified anymore because of the different damages at the screw. The passivated layer is worn out at all damages; this indicates that they were caused post-manufacturing, either during insertion, in situ or during extraction. Based on the complaint description it can be assumed that the pain was more in relation with the broken plate than with the screws. A product development event evaluation was performed: the plate has a lot of scratches, marring and dimples most likely from contouring the plate intra-operatively. The screw hole portions of the plate are curved and highly contoured for a manubrium plate. Typical manubrium plates are slightly contoured; as most manubriums are fairly flat, to fit the patients anatomy. Span of middle screw hole sections measures about 28mm across, tip to tip. Smoothed break surface on part 460.036.2 is most likely from the plates sections rubbing together post break or the post cleaning process. Screws included in this event are not broken and therefore were not evaluated as such. The technique guide for the titanium sternal fixation system, (B)(4) and brochure, (B)(4), state that star shaped and h-shaped plates are for fixation of the manubrium. Mechanical testing was performed on a variety of titanium plates versus cerclage wire, page 4 of technique guide and page 2 of brochure. Section 13 of the technique guide recommends that a minimum of three plates be placed on the sternal body following a sternotomy in the absence of additional surgical wires; if one plate is used a minimum of four surgical wires must be used in conjunction with the plate. If this technique is not followed, the plate will be subjected to higher than anticipated loading that could lead to plate breakage as described in the complaint. Consultant reported: a total of 3 plates were used during the procedure, 2 sternal plates and 1 manubrium plate. Plate 460.036 was used in the manubrium and was heavily contoured to fits the patients anatomy. Heavy bending and scratches across the pin section of the implant can cause increased stress which would decrease the fatigue life of the plate. Section 14 discusses how to contour a manubrium plate and that h-shaped and star-shaped plates are intended only for use on the manubrium where fixation to the rib is impractical, page 15. From a design perspective this complaint is indeterminate from a lack of information. Heavy bending and scratches across the implant could decrease the fatigue life of the plate. The risk assessment for the titanium sternal fixation system core dossier does adequately address plates breaking post-operatively.